Event description:
The user received erroneous toxoplasma igg results for two samples from the same patient. All results are in ui per ml. For a sample drawn (B)(6)2009, the user received a toxoplasma igg result of 68 and a toxoplasma igm result of 0.12. The same sample was tested by (B)(4) with a toxoplasma igg result of less than 8.0 and a toxoplasma igm result of less than 6.0. On (B)(6)2009, the same sample was tested by (B)(6) with a toxoplasma igg result of 3.1 and a toxoplasma igm result of 0.1. By fluorescence the igg result was 3. On (B)(6)2009, the same sample was tested on the axsym with a toxoplasma igg result of 2 and a toplasma igm result of 0.10. On (B)(6)2009, a second sample was drawn and the user received a toxoplasma igg result of 66 and a toxoplasma igm result of 0.13 on the elecsys. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. The user provided the sample from (B)(6)2009 for investigation. On (B)(6)2009, the sample gave a toxoplasma igg result of 67.98 and a toxoplasma igm result of 0.129. The investigation is ongoing. If additional information is received, appropriate notification will be provided.